Event description:
It was reported that this brady lead exhibited high pacing thresholds. This lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, detailed analysis indicated that the allegation against this brady lead was not confirmed based on normal lead resistance measurements, and inspection which showed no conductor issues on segments of lead returned. This lead was returned in two segments. Induced damage during explant was noted. Coils and insulation cut with tool, other end pulled to fracture and distal end was missing.

Event description:
It was reported that this brady lead exhibited high pacing thresholds. This lead was explanted and replaced. No additional adverse patient effects were reported.